Manufacturer narrative:
A good faith effort was made to contact the patient for the follow-up on the reported complaint with no success.

Event description:
A report was received that the patient had an uncomfortable burning sensation at pocket site. The physician prescribed pain patches for the patient.

Event description:
A report was received that the patient had an uncomfortable burning sensation at pocket site. The physician prescribed pain patches for the patient.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.